Event description:
It was reported that the health care professional (hcp) noted a message was being displayed in latitude clarity, that indicated monitoring for this insertable cardiac monitor (icm) device was disabled due to a possible device issue. Boston scientific technical services (ts) requested engineering analysis. Engineering analysis of icm device data indicated the latest payload data appeared to be normal and suggested to attempt a icm device interrogation. Ts discussed this information with the field representative and noted that if the icm device clinic interrogation failed, the icm device should be replaced to continue monitoring. There is no evidence to suggest a medical or surgical intervention has been performed at this time. Additional information was received indicating the patient successfully uploaded icm device data after the message was observed. The clinic will continue to monitor the patient; no other action has been taken or is planned at this time. Ts clarified that the reported message may be displayed even when the icm device continues to upload data successfully. No adverse patient effects were reported. This icm device remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) noted a message was being displayed in latitude clarity, that indicated monitoring for this insertable cardiac monitor (icm) device was disabled due to a possible device issue. Boston scientific technical services (ts) requested engineering analysis. Engineering analysis of icm device data indicated the latest payload data appeared to be normal and suggested to attempt a icm device interrogation. Ts discussed this information with the field representative and noted that if the icm device clinic interrogation failed, the icm device should be replaced to continue monitoring. There is no evidence to suggest a medical or surgical intervention has been performed at this time. No adverse patient effects were reported. This icm device remains implanted at this time.